Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to a low battery alert. The main batteries and battery harness was replaced to correct this condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a low battery alarm. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.63.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.